Manufacturer narrative:
The device investigation has been completed and the results are as follows: investigation methods/results: the implant was visually inspected and verified to be an inclusive tapered implant 4.7 mmd x 11.5 mml x 4.5 mmp implant using the radiographic template; not 11.5 mm. However, no defect or non-conformity was observed. Device history record review: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product review: the complaint cannot be replicated, and there were no nonconformities identified. Root cause: although the root cause for the failed implant complaint is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, periimplantitis, smoking, and lack of oral hygiene may also be contributing factors to the failure to osseointegration. However, established biocompatibility studies have shown that implant materials or manufacturing techniques are not cause for implant failure or infection.

Event description:
It was reported that an inclusive tapered implant failed. The patient has bone type I. There is no medical or dental history prior to implant. The patient presented on (B)(6) 2016 for primary procedure on tooth #30. On (B)(6) 2016 the patient returned after clinical procedure with complaints of pain. Upon examination the provider notes infection and granulated tissue around the implant site. The implant failed to osseointegrate and the device was removed. The provider states the patient's current status as "okay".

Manufacturer narrative:
The devices were received and an evaluation and investigation are in progress. A review of the device history record (DHR) will be conducted for the lot numbers received. Once the investigation has been completed, the findings will be reported in a follow-up report.

Event description:
It was reported that there were three implants that were placed, and failed to osseointegrate. The occurrence was after the clinical procedure. The tooth location was #30. The implant was placed on (B)(6) 2016, and explanted on (B)(6) 2016. The patient experienced pain and numbness prior to removal; however, after removal the pain and numbness was no longer present. There was no serious injury, and the patient's status was reported as "ok". The patient did not have any pre-existing conditions. The patient's bone type is I, and there was no general bone loss. However, there was granulated tissue around the implant and the implant site was infected. No report of prescribed medication. {please refer to report 3002195199-2017-00034/p2017-123a and for 1st device, 3002195199-2017-00075/p2017-123c for 3rd device}.